Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06520. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that following insertion the patient experienced pain, infection, bleeding, and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced voiding dysfunction, urinary retention, urinary frequency, urgency and nocturia.

Manufacturer narrative:
It was reported that patient underwent cystoscopy with bladder biopsy, pubovaginal sling with autologous rectus fascia, harvest of autologous rectus sheath graft, and excision of vaginal lesion with suturing of wound on (B)(6) 2012 by (B)(6) due to stress urinary incontinence, history of voiding dysfunction, and history of mesh erosion from the urethra, which has been cured.

Manufacturer narrative:
It was reported that the patient underwent a mesh surgery on (B)(6) 2012, due to dyspareunia, bleeding, incontinence, infections. (B)(4).